Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was loaded according to the specified procedure, but the seal did not fit properly in the tube and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Fyi, product was returned on 26mar2020 per documentation but it was not identified as this complaint. It was identified as returned on 25jun2020, which is the date that will be used for the new information aware date for the follow-up MDR initiated. The device was returned to the factory for evaluation on 26mar2020 but not identified until 25jun2020. An investigation was conducted on 30jun2020. A visual inspection was conducted. Signs of clinical use was observed with evidence of blood on the devices. The seal and tension spring assembly were observed to have been left inside the loading device, confirming the reported failure ¿fitting problem". The seal and tension spring assembly was removed from the loading device. The seal was observed to be delaminated in the center, which could have resulted from the fitting problem. The white plunger on the delivery device was observed to be depressed with the blue slide lock dis-engaged. Measurements of the delivery tube were taken. The inner diameter was measured at 0.197 inches and the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed, as well as the analyzed failures "crack; seal" and "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was loaded according to the specified procedure, but the seal did not fit properly in the tube and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was loaded according to the specified procedure, but the seal did not fit properly in the tube and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4).